Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 633 mg/dl. Reportedly, the cause for the reported issue was due to an incomplete bolus alert that declared inappropriately. Insulin was administered via a manual injection to address bg. Reportedly, the customer continued to use the pump for insulin therapy.